Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the device header. The lead was inserted and secured. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).